Manufacturer narrative:
Block e1: initial reporter state: iwate prefecture. Block h6: device code 1069 captures the reportable event of stent break. Block h10: flexima plus biliary stent was not returned for analysis, however, there is one picture attached in the complaint record, the picture only show the scope tip and one portion of the stent deformed\damaged. The reported event was confirmed. As per complaint information the issue occurred during the procedure, it is most likely that procedural or anatomical factors encountered during the procedure could have affected the device condition and its integrity. Handling\manipulation of the device or user technique during its use can lead to generating the observed damage (stent damaged). Once the stent is damaged, this device condition could cause that the stent to get stuck in the scope channel, force, or continued attempts to release the stent of the scope could lead to the breakage of the device. Therefore, adverse event related to procedure is selected as the most probable root cause for this complaint. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A search of the complaint database confirmed that no similar complaints exist for the specified lot. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an felxima biliary stent was used during an endoscopic biliary stent placement procedure in the common bile duct, performed on (B)(6) 2020. According to the complainant, during the procedure, when the physician attempted to deploy the stent, it was noticed that the flap of the stent got caught in the elevator forceps and could not be deployed. When the felxima biliary stent was removed out from the endoscope, the flap of the stent was found broken and was stuck in the elevator of the scope. Another felxima biliary stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. A photo of the complaint device was provided and showed that the flap of the flexima stent was detached and was stuck in scope. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
(B)(6). (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an felxima biliary stent was used during an endoscopic biliary stent placement procedure in the common bile duct, performed on (B)(6) 2020. According to the complainant, during the procedure, when the physician attempted to deploy the stent, it was noticed that the flap of the stent got caught in the elevator forceps and could not be deployed. When the felxima biliary stent was removed out from the endoscope, the flap of the stent was found broken and was stuck in the elevator of the scope. Another felxima biliary stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. A photo of the complaint device was provided and showed that the flap of the flexima stent was detached and was stuck in scope.